Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support decided to send a replacement cable and wall adapter and advised the customer to rely on an alternate insulin delivery method if the battery depletes before receiving the replacements.